Event description:
Caller alleged discrepant inratio2 inr results in comparison to the laboratory results. Results as follows: date: (B)(6) 2013, inratio2 inr: 4.0, laboratory inr: 1.7. The time between testing was within twenty minutes. Therapeutic range for patient was not provided. The pt's medication was held based on the inratio2 inr results. There ws no additional info provided.

Manufacturer narrative:
Investigation pending. Date estimated as (B)(6) 2013 as it was reported that the exact date of the event is unk but had occurred sometime in the week prior to the call on (B)(6) 2013.